Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was a breach in aseptic technique. The breach in aseptic technique was further described as the patient made a mistake of touch contamination. The peritonitis was manifested by abdominal pain and difficulty walking. On the same day as onset, the patient was hospitalized for the event. The patient was treated with unknown intraperitoneal antibiotics. Twenty two days after being admitted to the hospital, the patient was discharged. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. On an unreported date, the patient received unspecified treatment for peritonitis. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available